Event description:
The patient reported that during her pump refill, the nurse had a hard time finding the pump refill port and withdrew the old medicine and put the new medicine in "all at once," not slowly like her other refills; she said the nurse was flustered at the time. Several hours later, she reported feeling light-headed and "not right." The next day she felt dizzy and lethargic, like she had the flu. Her husband called 911 and she was transferred to the hospital and was given intravenous narcan in the ambulance. After receiving the narcan, she reported writhing in pain and having uncontrollable muscle spasms for 3 hours, which was treated with slow injections of morphine every 5 minutes for 3-4 hours. The hcp performed another refill; the medicine that came out was much less than what went in. The patient stated she had the medication tested and the pharmacist that mixed it had left out the baclofen. The patient thought her pump contained dilaudid and baclofen. Her new pain doctor stated there would not be any effect since she was on a low dose. The patient reported that it took her 2 months to recover from the incident. The hcp reported the patient symptoms included sweating, chills, nausea, diarrhea, shortness of breath, and poor analgesia. The hcp confirmed that the patient became unresponsive and was treated with intravenous narcan, after which the patient became responsive. She then developed muscle spasms and was treated with intravenous ativan, dilaudid, and promethazine. The hcp reported the patient had a full recovery.

Manufacturer narrative:
.